Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the radiologic technologist inadvertently kinked the penumbra smart coil (smart coil) pusher assembly upon removal of the coil from its dispenser hoop. The smart coil pusher assembly became kinked prior to use and therefore, was not used for the procedure. The procedure was successfully completed using a new smart coil and another manufacturer's coils. It should be noted that the physician only wanted to try the smart coil as a framing coil and did not intend to use smart coils for the entire procedure.